Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation iis in process.

Event description:
The account generated a false negative prism htlv-I/ii (0.26 s/co) result on a serum sample. The plasma sample from the donor generated reactive prism htlv-I/ii results on another analyzer. The blood products from the donation were not released and were destroyed. No specific donor information was provided. No impact to patient/donor management was reported.

Manufacturer narrative:
Evaluation of complaint data for the abbott prism htlv-I/htlv-ii reagent lot 77063m500, did not identify other complaints for this lot. A label review was also performed and found labeling to adequately address the customer's issue. The package insert of the abbott prism htlv I/ii assay contains separate confidence intervals for specificity for serum and plasma samples. Review of the tracking and trending report did not identify non-statistical trends or associated adverse trends for the issue under evaluation. No non-conformances for the likely cause lot under evaluation was identified. A review of field data for the likely cause reagent lot was carried out. The outcome of this review determined masterlot 77063m500 to be within package insert claims and specifications as well as performing comparable to other masterlots within a similar timeframe. Design verification studies were reviewed regarding differences in results for matched serum/plasma samples. An anticoagulant study and matched serum/plasma study were reviewed and it was identified that plasma samples tend to generate higher s/co values than serum samples, with no qualitative difference in results. Discordant matched specimens were rare and were associated with matched serum samples that were near the cutoff. No product deficiency was identified.